Event description:
It was reported that the implantable cardioverter defibrillator and leads were explanted prophylactically. No additional information available.

Event description:
It was reported that on (B)(6) 2017, the implantable cardioverter defibrillator was explanted prophylactically. Additionally, the right atrial, right ventricular, and left ventricular leads were explanted for an unspecified issue. No additional information available.